Manufacturer narrative:
Manufacturer reference number (B)(4).

Event description:
Additional information received from the account stated that a new trocar was opened to correct the condition.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the top of the trocar broke during insertion. There was no injury to the patient.